Event description:
The consumer's daughter suspected that six or so moldable wafers were stiffer and more difficult to mold out of unknown number of boxes with unknown lot. Daughter was not currently with end user. She was unsure if they came from home health or the rehabilitation facility. She wondered, if they might be old. Her mother had leakage with associated skin irritation, but she was unsure if it was related to the wafer concern. Her wear time decreased now to two days which was up to four days. Her output could be liquid. The end user continued using the product. No photo is available at this time.